Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed splines a and b were noted to be detached from the paddle/spline transition point. Conductor wires 10-12 had been fractured at the shaft/spline transition, consistent with the reported display issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fractured conductor wires and detached splines remains unknown.

Event description:
This report is to advise of a fracture noted in the catheter during analysis.